Manufacturer narrative:
(B)(4). Date of event has been estimated. Date of implant has been estimated (B)(4). The stent delivery system was not returned for analysis and the stent remains in the patient anatomy. The reported device expiration issue was not able to be confirmed. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience expedition everolimus eluting coronary stent system instructions for use states: note the product, use by date. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to use error, however it is unclear if the product was actually used after the expiration date. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.0x15mm xience prox stent delivery system was possibly used after its expiration date in an unspecified coronary procedure. There were no other device issues noted. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.